Manufacturer narrative:
Control button on siderail stuck.

Event description:
It was reported by service report that the bed goes up by itself. There was patient involvement; however, no adverse consequences were reported.